Manufacturer narrative:
This report has been updated from serious injury to product problem. H3 other text : device not evaluated since customer performs their own servicing.

Event description:
Correction: no additional information has been or is likely to be received from the customer regarding the details of the device event. The initial information did not indicate if the device was used on a patient at the time of the "poor defibrillation and burning smell" event. Therefore, it cannot be determined whether a serious injury occurred or not. Therefore, this report has been updated from serious injury to product problem. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device had poor defibrillation and a burning smell. The customer indicated that further incident information was not available due to the complexity of finding that information inside their large organization with its many activities. The device was not evaluated since the customer performs their own servicing. The customer has refused to provide any device specific details. Therefore, it is unable to be determined the root cause on any problems. The customer did say the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The customer resolved the issue with unknown activities. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.